Event description:
Cook (B)(6) reported for the customer. "The surgeon did the following procedure steps: open the ICD pocket and the end of the leads -insert the stylet wire and after the lr-ofa01, the first lr-ofa01 didn't work correctly. Physician changed to the second lr-ofa01 and it didn't work correctly, but it fixed. After he used the lr-led001 to fix the shocking wires -after this he brought the lr-pplbes-8.5 in to the vessel and went forward till to the distal coil without any massive adhesion. -for the last part of the lead extraction, he used the teflon sheath without any problems to go in the vessel and to go forward till to the distal coil." Further info received from rep (B)(6) 2011: "at first, the product lr-ofa01 lot: n94072 broke off that means it didn't fix in the pacer lead. The second try with a new lr-ofa01 lot: n94072 showed the same problem. In both locking stylets, the outer cannula broke from the handgrip." Also reported by customer, "no section of the device remained in the pt. Add'l procedure: open heart surgery procedure to close the hole in the v.cava inferior (the lead was implanted in rv and wasn't in the v.cava inferior, but there was the vessel leak) no info on adverse effects - requested further info received from rep (B)(6) 2011: procedure complication: during the procedure, the v.cava inferior broke down. This is a possible well known serious complication for this kind of procedure and ended in an emergency thoracotomy. Conclusion: in my opinion the product complaint with the lr-ofa01 isn't in connection with the procedure complication."

Manufacturer narrative:
(B)(4).